Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following insertion the patient experienced infection, abdominal pain, bowel obstruction. It was reported that patient underwent mesh removal on (B)(4) 2012.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). Additional narrative: it was reported that the patient experienced recurrent hernia following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/2/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that following insertion the patient experienced adhesion.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and again on (B)(6) 2012 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.